Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 2.3; lab: 5.9 (drawn approx 4 hours from meter test). Pt presented with a gi bleed on (B)(6) 2010. Pt has been on lovenox and had been getting lab draws because of that. Pt is still on lovenox.

Manufacturer narrative:
Investigation pending.